Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the l5 lead and migration of the l4/s1 leads. The migration was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2025 to replace the leads. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Code corrected.